Event description:
It was reported that the patient was explanted due to infection. It was reported that the patient developed the infection approximately one month after generator replacement surgery. It is unknown if any patient manipulation or trauma occurred that may have contributed to the infection. The relationship between the infection and vns is unknown. Attempts to obtain additional information will be made, but no additional information has been received to date.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of device manufacturing records confirmed sterilization for both the generator and lead prior to distribution.